Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated the menu button on the infusion device did not function correctly during a demonstration. No adverse event was reported. The alleged product cannot be returned for investigation due to legal and custom issues.